Manufacturer narrative:
The returned screw was examined. There were indications of usage, but no failures were detected. It appears as though the screw were implanted and then removed, possibly because the surgeon wanted to change the position or switch to a different screw size. The complaint cannot be confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004485144-2016-00398.

Event description:
It was reported that the tips of two pedicle screws became bent during surgery. They were removed and replaced with alternative screws. There are no reports of patient injury associated with this event. This is report two of two for this event.